Event description:
The maude database was reviewed by baxa corporation's quality department on 07/20/2009. (B)(6) was discovered in regards to a two-fer needle detaching from the hub. Baxa's customer complaint system was reviewed and the associated complaint was identified. The customer contacted baxa technical support on (B)(6) 2009 about this failure mode and stated that there was no pt involvement and no operator injury. The customer did not indicate that they intended to submit a medwatch at the time the complaint was reported. Product was returned for eval. This MDR is being filed per baxa corporation's procedure to submit an MDR for all medwatch forms submitted.

Manufacturer narrative:
The initial reporter was contacted for further info regarding the reported failure mode. The customer states that the needles were used for chemotherapy agents such as fluorouracil. The needles were pulling from the hub resulting in drug spillage. No symptoms were exhibited by the staff and no adverse events were reported as a result of this issue. The product for this complaint was returned for eval on 03/31/2009. A visual inspection showed that the cannula was fully separated from the hub. A previous investigation was conducted for a similar failure mode in october 2008, after sample product failed the pull tests during the in-process inspection. It was found that the manufacturing equipment for this product was the root cause. A repair was performed to the equipment on 10/23/2008 and all controlled/non-released products that were built prior to the correction were scrapped. The product for this complaint was manufactured prior to correcting the equipment. It is highly probable that the reported failure mode was the result of the equipment failure. There have been no similar complaints for products built after the correction was implemented. A health hazard eval was completed for this type of failure mode on this product. The eval showed a negligible risk of adverse health consequences that indicated a recall was not needed. Two-fer needles are transfer needles that are used to move drugs from one vial to another and there is no exposure to blood borne pathogens. Clinical users are trained in handling and disposing of sharps and drug spillage, in making sure sterility is not compromised, or non-intended particulate matter is not introduced into the csp.